Manufacturer narrative:
The device was not returned for investigation. No lot release records were reviewed, as a lot was not provided.

Event description:
It was reported the patients personal diabetes manager delivered a bolus of 13.5 units, when it should have only been 4.5 units. The patient reported eating additional carbs to prevent a hypoglycemic event. Device has not been returned. Could not confirm complaint.